Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant during its installation surgery because of perforation of the sinus membrane occurrence.